Manufacturer narrative:
The patient's age and weight were not provided. Device was manufactured prior to UDI labeling implementation. The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange. The reason for the pump exchange was not provided. The vad coordinator reported that they heard there might have possibly been pump thrombus; however, this was not confirmed by the physician. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
It was initially reported that the explanted pump was returning for analysis; however, the device was not returned by the user facility. Additional information: a direct correlation between the device and the report of possible thrombus could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.